Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor trends.

Event description:
It was reported that the patient was having skin irritation from the 72r electrodes. It was later reported that the patient¿s skin was red, itchy, and raised. The irritation was only under the electrodes. The patient wears the electrodes on the back of the neck, changed the electrodes daily, and alternated the position of the electrodes. The patient did not contact their doctor regarding the issue as he is a dermatologist himself and knew how to handle the irritation. Prior to the irritation, the patient showered every day with the electrodes off. Since the irritation occurred, the patient stopped treating with the device and started using hydrocortisone cream. The irritation resolved within a week. The patient does not have sensitive skin and has not had reactions to adhesive bandages in the past. The patient was shipped alternative electrodes for sensitive skin to conduct a time test once the irritation resolved. No additional patient consequences/ further information has been reported. The 72r electrodes were not returned for further evaluation.

Event description:
It was reported that the patient was having skin irritation from the 72r electrodes. It was later reported that the patient¿s skin was red, itchy, and raised. The irritation was only under the electrodes. The patient wears the electrodes on the back of the neck, changed the electrodes daily, and alternated the position of the electrodes. The patient did not contact their doctor regarding the issue as he is a dermatologist himself and knew how to handle the irritation. Prior to the irritation, the patient showered every day with the electrodes off. Since the irritation occurred, the patient stopped treating with the device and started using hydrocortisone cream. The irritation resolved within a week. The patient does not have sensitive skin and has not had reactions to adhesive bandages in the past. The patient was shipped alternative electrodes for sensitive skin to conduct a time test once the irritation resolved.

Manufacturer narrative:
Section b3: the event date has been estimated without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.